Manufacturer narrative:
(B)(4). One used lf1737 was received for evaluation. The device was activated on porcine kidney tissue with acceptable results. A visual thermal effect and an acceptable seal with end tones were generated when grasping tissue in the center of the jaws. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Event description:
The original report stated that the device stopped working. However, the customer actually reported that the device suddenly stopped sealing.

Manufacturer narrative:
(B)(4).to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a nephrectomy, the device stopped working while end tones, indicating a complete seal cycle, were provided by the generator in use. There was no bleeding or patient injury associated with the incident. Another device of the same type was opened and used to successfully complete the case.